Event description:
Pt was found with the blue tip from the suction catheter securely connected to the trach opening when staff responded to the call light which was turned on by the pt's visitor. Cannot validate if visitor unknowingly made the erroneous connection, believing it was the aerosol connection. However, this event raises the potential for a similar event occurring due to the connector easily fitting into the trach opening. Blue tip from suction was found securely connected to the pt's tracheostomy opening.